Event description:
Attempts for additional information have been unsuccessful to date as the surgeon has relocated and follow-up cannot be performed.

Event description:
It was reported that during an initial implant for the patient on (B)(6) 2012, the patient experienced asystole during the system diagnostics test. At that time, the surgeon opted to remove the device (lead and generator) and closed the patient back up. The diagnostics tests were within normal limits. No further details were obtained at that time.